Event description:
It was reported that the ball/socket joint at the table attachments end cannot hold the leg in place. No patient injury reported.

Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for an issue with the ball joint socket. Functional testing showed the ball joint grins when rotated. A visual inspection showed the bellow (protective cover) is torn from the ball joint causing the ball joint to be exposed and there is contact damage to the connecting end of the hip distractor. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed.